Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the low power hazard/no external power alarm was confirmed via log file analysis. The event log file captured a low power hazard/no external power alarm event was captured on december 24. According to the voltage values, there was a loss of power from the mobile power unit for approximately seven seconds. The system reverted to the internal 11v backup battery for power and did not affect pump function. Power was restored from the mobile power unit and the alarm cleared. Additional information indicated the serial number of the mobile power unit was unavailable. A root cause of the loss of power from the mobile power unit was not identified. The information indicated the mobile power unit has not been replaced and not returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Serial number was unavailable, the device history record could not be reviewed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power alarm event was captured on december 24. According to the voltage values, there was a loss of power from the mobile power unit for approximately seven seconds. The system reverted to the internal 11v backup battery for power and did not affect pump function.